Event description:
Pt reported the up and down buttons on the infusion device is not working well and the rubber is peeling away. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Manufacturer narrative:
Product was received on (B)(4) 2013. The insulin pump housing is damaged due to a hard mechanical impact. Due to this severe damages on the housing, liquid entered the pump electronics compartment and led to a corroded electrical connector of the buttons. Therefore the insulin pumps up resp. Down button is defective. The insulin pump shouldn't be exposed to high mechanical forces.